Manufacturer narrative:
The investigation for the pump did not start has been completed. Data logs were not returned for review. Returned product confirmed the clinical story: the full red lumen was still in the pump. There was a kink/damage in the lumen, likely from when the team attempted to start the pump while it was still in the cannula. Based on clinical details and returned product, the root cause of the pump did not start was determined to be a red lumen issue. The instructions for use for the impella cp with smartassist for use during cardiogenic shock and high-risk cpi states the following: section: using the automated impella controller with the impella catheter "achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup." Section: using the automated impella controller with the impella rp with smartassist system catheter. "Unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the "purge pressure high" alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen."

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was going to be implanted with an impella cp device for mechanical circulatory support. It was reported that the nurse turned on the impella before placement in the patient, the easy guide lumen was still present in cannula. The staff noted that product mishandling by the hospital staff led to cannula damage. It was reported that the procedure was successful, another device was utilized. No further information is available.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.